Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline delivery wire encountered resistance during removal from the phenom catheter. The patient was undergoing surgery for treatment of a c5 aneurysm with a max diameter of 6mm and a 4mm neck diameter. It was noted the patient's vascular flexibility was weak. The access vessel was the internal carotid artery (ica) with a 4-4.5mm diameter. It was reported that when trying to remove the pipeline delivery wire from the phenom27, there was resistance and it became difficult to remove. There was no resistance reported during delivery or deployment. The reported devices and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a roadmaster 7f guiding catheter, navien 5f 115cm catheter, and synchro guidewire.